Event description:
It was reported the patient underwent a heartmate ii pump exchange to a heartmate 3 pump due to a short to shield.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: corrected. Section h6 - health effect codes: corrected. Manufacturer's investigation conclusion: the report of a suspected short to shield cannot be confirmed through this evaluation as no log files were submitted and no product was returned for evaluation. Multiple attempts for additional information, including product status and identifying information, were sent to the customer; however, no further information has been provided at this time. The serial number of the heartmate ii left ventricular assist system was not provided. The heartmate ii lvas IFU, rev. B, and the heartmate ii patient handbook, rev. C are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-00748.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be submitted under manufacturer report number 2916596-2023-00748.